Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned to cpi for analysis. There were no allegations against the device at the time of explant. Cpi analysis found that the device exhibited characteristics similar to other devices within the advisory that was issued in february of 1997.